Event description:
On 09 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to re-link the sensor. After sensor re-link, it was observed that there was better agreement between sg/bg.user was encouraged to continue using the system and to calibrate when glucose is stable, whenever possible. The user acknowledged and confirmed improvement on system accuracy. Dms showed the user was using the system and information was up to date. Case was closed.